Manufacturer narrative:
(B)(4) blocked coronary ostia. The reported device was not returned to manufacturer. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21mm aortic valve was explanted at implant. The reason for explant is due to "a clot between the sewing ring and the left main ostium thus compromising the flow in the left main artery." The explanted device was replaced with a model 19mm aortic pericardial valve. Additional information revealed the patient's aorta was very calcified at the distal end with a large amount of calcium around the sinotubular junction as well as the annulus. This required extensive debridement and to clear and opened the aorta just to try and size it. Initially a 19mm sizer would not fit so the surgeon cut the aorta all the vay down to the annulus. Once that was done it appeared that a 21mm would fit and was implanted. The patient has disconnected from bypass and the patient became hypotensive and bradycardic requiring cardiac massage. When the incision was reopened there appeared to be "a clot between the sewing ring and the left main ostium." The valve was explanted and replace with 19mm valve. The patient tolerated the procedure well.